Event description:
It was reported that the user accidentally entered a second, smaller meal announcement while deciding whether to announce additional intake after coffee with milk and sweetener following breakfast, which resulted in hyperglycemia with a peak blood glucose of approximately 350 mg/dl while using the ilet. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, a usage problem was identified, and the issue related to user interface and an incorrect procedure for meal announcements. The user¿s glucose trended down during follow-up to 209 mg/dl without additional intervention. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial